Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related regulatory manufacturer report: 3006705815-2021-03972, 1627487-2021-16300. It was reported the patient was experiencing pain when stimulation is turned on. In turn, surgical intervention was undertaken on (B)(6) 2021, wherein the entire scs system was explanted to address the issue. During this same procedure an infection at the pocket was discovered where the ipg was protruding through the skin. Refer to (manufacturer report number:1627487-2021-16300) for addition details.